Manufacturer narrative:
Abbott is unable to evaluate the product involved in this incident based on the information received. The cause of the reported incident could not be determined.

Event description:
During an atrial fibrillation procedure, shift and display issues occurred causing a delay in procedure. Respiration compensation did not work properly from the beginning of the procedure. First update respiration compensation deactivated, and respiration was taken manually. After a few attempts, respiration still was not steady. To continue the procedure, irregular respiration rejection was deactivated. Following left atrium map collection, it was noted that the map shifted, although the patient was sleeping and prs sensors were in the right place. An advisor mapping catheter was looking in pulmonary veins, but in the system, it shifted and new anatomy was taken. During ablation, the map shifted again and made it difficult to localize the gap. After a 3rd new anatomy collection, ablation continued and all veins were successfully with no adverse effects to the patient. Troubleshooting delayed the procedure by an hour.